Event description:
It was reported that the procedure was to treat a lesion in the diagonal vessel. The trek balloon was advanced to the lesion and inflated one time to 6 atmospheres (atm), for 30 seconds; however, the balloon could not be deflated. There was no resistance during advancement. The contrast was diluted with saline and additional attempts were made to deflate the balloon, but were unsuccessful. The balloon was removed after 5 minutes, partially inflated, with resistance noted. A non-abbott balloon was used to treat the lesion successfully. It was noted that the trek balloon was prepared per the instructions for use and the contrast used was 70% saline and 30% contrast. There were no adverse patient effects; however, a clinically significant delay was noted due to the long deflation time of the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty in deflating the balloon was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a possible product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and it was determined that there was no product deficiency.